Event description:
It was reported the patient is experiencing tenderness/discomfort at the ipg site. It was also reported the patient's ipg is superficial and the patient is not satisfied with the location of ipg. Surgical intervention may be pending as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.